Manufacturer narrative:
The customer did not provide patient demographics such as: age, exact date of birth or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse replaced wash valve and precision valve parts and the small o-rings between the pumps and fluidics manifold. The fse noted the lower plastic nut on the precision pump was loose and there was air in the precision pump and tightened the nut. After the repairs were complete, all verification testing passed within published assay and instrument performance specifications. In conclusion, although a specific hardware component cannot be identified with the available information, a hardware malfunction of the wash buffer delivery system was the cause of the non-reproducible access accutni+3 results.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for one (1) patient sample. The patient's sample originally generated an ind (indeterminate) flagged access accutni+3 result. The sample was repeated on the same access 2 immunoassay system and an elevated result was obtained. The sample was repeated twice more on the same access 2 immunoassay system and imprecise results, outside of the assay's normal reference range, were generated. The elevated results were not reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred due to the non-reproducible access accutni+3 results. Calibration, qc and system check met specifications prior to the event. System check performed after the generation of the non-reproducible access accutni+3 results did not recover within published performance specifications. The sample was collected in a lithium heparin plasma separating tube and was centrifuged for ten (10) minutes at 3500 rpm (revolutions per minute) at room temperature. No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.